Event description:
Customer reportedly received results of 32 mg/dl and 179 mg/dl within 1 minute on 2 different active meters. The same vial of strips was used for each measurement. No actions taken based on device results. No adverse event reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.